Event description:
A system operator reports a patient with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the left eye, the right eye is being submitted under manufacturer number 1061857-2007-00200. There was no patient injury/impact associated with the left eye. Patient records indicate pre-op bcva for the left eye was 20/20+1 via manifest refraction and 20/15- via cycloplegic refraction. At approximately 2.5 months post-op, bcva for the left eye was 20/15-1 via manifest refraction (no cycloplegic refraction noted). Ucva improved from 20/100 to 20/15-1. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularites spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress.